Event description:
It was reported that the patient presented for follow up in clinic with a right ventricular lead that dislodged from the septal wall due to broken helix mechanism. The lead was explanted and replaced. The patient was in stable condition.